Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during basal delivery. Multiple cartridge changes were performed resolving the alarms. Customer's blood glucose ranged from 100-242 mg/dl.